Event description:
The account reported the right foot brake caster will not hold. The stretcher was located in the bed shop at the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The technician found the right foot brake caster is worn most likely due to normal wear and tear. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced the right foot brake caster to resolve the issue. Based on this info, no further action is required.